Manufacturer narrative:
The reported event of bolus feature not available on both pcu's file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. Review of the source device s/n (B)(4) service history showed the device had a manufacture date of 10/16/2018. A review of the device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has not been previously returned for service. Review of the qn database was performed beginning from the date of manufacture through present. The database showed a quality notifications was not opened for the source device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
The customer reported that the bolus dose morphine pca ( 1mg/1hr. 6 min lock out max limit 30 mg/4hr.) Was not available on the pcu when programming the pca. It was reported a second pcu when attached to the same set up, module a lvp, module b lvp , module c 8120 and module d 8300 failed to provide a bolus dose feature. The user took the pca¿s off the pcu¿s and programmed them on other pcu¿s and they both worked just as they should with the bolus feature available. The event occurred during an education at class last week, the facility will plan on going live this week. There was no report of patient involvement.